Event description:
It was reported by a patient that she sustained scarring on the face as a result of treatment. Patient additionally reported that her doctor treated too aggressively.

Manufacturer narrative:
Reasonable attempts were made to contact the patient, however, no additional information was provided regarding identification of the user facility, the subject device, medical intervention, or event outcomes. Should additional information be reported, a follow up MDR will be filed.